Event description:
It was reported that during the implant procedure, this lead was suspected to have a fracture. As such the lead was not implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).